Event description:
It was reported the insulin pump suspended and then they filled the reservoir and the next day it was low. Customer did not feel comfortable with the device. No further information reported.